Event description:
During a bilateral case using the same size introducer & balloon, both balloons got stuck in the introducer sheath. This balloon was very tight and difficult to get out. The introducer was damaged in the attempt. Using a 6f intro.

Manufacturer narrative:
H10. The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The returned sample consisted of the balloon catheter filled with contrast media and blood. This was lodged inside a 6 f introducer sheath. Several attempts were made to insert a guidewire and a mandrel into the catheter in order to remove the catheter from the introducer sheath, but these attempts were unsuccessful due to the condition of the returned sample. The event was confirmed and the definitive root cause is unk. Since this lot was released, an enhanced in-process manufacturing check was implemented to assure proper introducer fit. The information for use (IFU) for this device states: caution: if resistance is felt when either removing the guidewire from the catheter or the catheter from the introducer sheath, stop and consider removing them as a single unit ot prevent damage to either the products or the vessel. Applying excessive force to the catheter can result in tip breakage or balloon separation.